Event description:
It was reported that the customer was hospitalized in the intensive care unit with a blood glucose level of 313 mg/dl and diabetic ketoacidosis (dka), cause was unknown. The customer experienced vomiting, headache, and nausea. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.